Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that they injected a patient with juvéderm vollure¿ xc in the nose. There was a blanching present (more than 3 seconds to recover. The hcp gave 325mg of aspirn, applied warm compress for 30 minutes and then gave 200 to 250 of hylenex. The patient currently has not pain and then and their capillary refill was less than a second.

Event description:
Healthcare professional reported that they injected a patient with juvéderm vollure¿ xc in the nose. There was a blanching present (more than 3 seconds to recover. The hcp gave 325mg of aspirn, applied warm compress for 30 minutes and then gave 200 to 250 of hylenex. The patient currently has not pain and then and their capillary refill was less than a second.